Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two brief continuous glucose monitor (cgm) signal loss events in which the dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet only, and each interruption self-resolved without user intervention; no cgm alerts or alarms occurred, and the cgm was reading at the time of the report. No adverse clinical symptoms reported. Outcomes included no injury and no medical treatment. User support included complaint intake with troubleshooting and user education focused on connectivity and signal integrity between the cgm and the ilet. Investigation of this case revealed transient communication disruption consistent with intermittent wireless connectivity loss between the cgm and the ilet, with normal function restored and no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication interference or environmental factors affecting signal transmission.